Event description:
Customer reported blood glucose results of 248 mg/dl on the advantage system, 70 mg/dl on a physician's system, and a 70 mg/dl lab result within 10 minutes. Customer reported fatigue, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.